Manufacturer narrative:
The sensor involved in the event was unavailable for evaluation however masimo clincial support visited the customer and provided on site education regarding proper sensor placement and selection.

Event description:
The customer reported that during the night of (B)(6) 2018, abgs did not match the reported spo2 values on the monitor, the sensor was replaced and properly aligned and the values changed. The patient passed away on (B)(6) 2018.